Event description:
According to the reporter, during use, there was an air leak near the connection part between the cuff and the inflation line. A decrease in the ventilation volume was observed, which corresponded in about a few minutes after the alarm started sounding, so the cannula was replaced. When checked with water, a leak was observed near the inflation line's cuff.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the inflation line was broken at the flange connection. The inflation line was partially broken at the connector flange joint, and a part of the inflation line tubing remained bonded into the flange. Functionally, an inflation/deflation test was performed using a syringe. Air was applied to the cuff, and it was observed that the cuff deflated immediately. It was reported that there was an air leak near the connection part between the cuff and the inflation line. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, there was an air leak near the connection part between the cuff and the inflation line. A decrease in the ventilation volume was observed, so the cannula was replaced. When checked with water, a leak was observed near the inflation line's cuff.